Event description:
Customer reported going to the hospital because customer did not believe device was producing accurate results. Device = 202 mg/dl. Hospital = 132 mg/dl. No treatment was received. A request was made for return product and replacement product was sent.